Event description:
Possible zinc poisoning [metal poisoning]; sick [sickness]; nausea. Case description: this case was reported by a consumer and described the occurrence of metal poisoning in a (B)(6) female patient who received triple salt dental adhesive cream (super poligrip original denture adhesive cream) cream for denture wearer. Co-suspect products included double salt dental adhesive cream (super poligrip) cream for denture wearer and denture adhesive powder-double salt (super poligrip denture adhesive powder) oral powder (batch number: n13414, expiry date unk) for denture wearer. The patient's past medical history included dental implantation. On an unk date, the patient started super poligrip original denture adhesive cream, super poligrip and super poligrip denture adhesive powder. On an unk date, an unk time after starting super poligrip original denture adhesive cream, super poligrip and super poligrip denture adhesive powder, the patient experienced metal poisoning (serious criteria gsk medically significant), sickness and nausea. Super poligrip original denture adhesive cream, super poligrip were discontinued (dechallenge was negative). Super poligrip denture adhesive powder was continued with no change. On an unk date, the outcome of the metal poisoning, sickness and nausea were not recovered/not resolved. The reporter considered the metal poisoning, sickness and nausea to be related to super poligrip original denture adhesive cream, super poligrip and super poligrip denture adhesive powder. Additional details: ae info received via phone 06/02/2015: the consumer stated that she had her upper plate when she was (B)(6) and has been using super poligrip cream since them. She had some implants done in the 70's and has a partial plate since then. She is getting sick and is nauseated most of the time she uses it. She feels that she might have zinc poisoning from using super poligrip cream all these years. She recently switched to super poligrip powder and the events continue. She is going to see her doctor and get blood work done to check her zinc levels.